Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous left anterior descending(lad) and mid to distal left circumflex (lcx) artery. Predilation was performed and following the implantation of a 3x32 promus element stent in the mid lad, a 2.75x38mm promus element ¿ long drug eluting stent was deployed in the mid to distal lcx. During post dilation, the physician noted a deformation at proximal edge of the 2.75x38mm promus element ¿ long stent. Due to this, a fibrotic portion of the lesion became uncovered. To cover the fibrotic nature of the lesion, the physician implanted a 2.5x20 promus element stent, overlapping the deformed part of the 2.75x38mm promus element ¿ stent. The procedure was completed with no patient complications were reported. The patient's status was stable.